Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-007426 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient underwent heart transplant. Additional information was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported the patient received a heart transplant. No alarms or device-related issues were reported in association with the event. On (B)(6) was returned assembled with the pump cable severed approximately 2¿ from the pump header. Approximately 11.5¿ of the distal portion of the pump cable and an additional segment of the pump cable approximately 6¿ in length were returned. The modular cable was also returned. The outflow graft was secured to the pump cover outlet port. The outflow graft bend relief was not returned. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged; however, the apical cuff felt was not returned. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surfaces scratches or defects. On (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Review of the relevant data from the left ventricular assist device (lvad) event and periodic log files captured the device functioning as intended. Multiple attempts were made to obtain additional information regarding if the patient was elevated on the transplant list secondary to a device or therapy related issue, and if the device operated as intended; however, no additional information was provided. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Although no device related issues were reported by the account, section 1 of the IFU entitled ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.